Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the prw35 device was received non functional. The device was received with the lifter spring bent and with several marks that did not allow the staples to be advanced properly. No functional test was performed due to condition of the device. Due to the condition of the returned device, the reported complaint was confirmed by an external cause as improper handling. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 666a05, and no non-conformances were identified.

Event description:
It was reported that the stapler did not work during the shot. Procedure: unknown